Event description:
Procedure type: inguenal hernia repair. According to the reporter: customer stated that during the procedure, the device would not inflate, it was removed from the field and another smbttovl was used to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).